Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943, implantable tachy lead, (B)(6) 2001; 4058m, implantable pacing lead, (B)(6) 1994. (B)(4).

Event description:
It was reported that the device was not lasting as long as expected and the pacing outputs were noted to be higher. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The device was explanted and replaced after reaching elective replacement indicator.